Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cap continues to pop open and the message "open" will display while occluding. This is an intermittent event. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Date of event: the date of the event was not provided. Date entered has been estimated. This device evaluation is included in the complaint record pertaining to medwatch 1828100-2008-00515. This complaint was confirmed. The end cover assembly on the occluder head would not stay locked when it was closed on the tubing. The root cause of the failure is attributed to the design of the device. An engineering change order (eco) was added to include adhesive to prevent buna inserts from unseating from the occluder end cover assembly. This eco was implemented after this device was manufactured. The unit was repaired and returned. No additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.